Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer¿s use condition, procedure type, patient anatomy, product handling, instrument tip¿s lengths, grip torque, and manufacturing tolerances are a few variables that can influence the pitch cable failure. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the instrument log for the small grasping retractor instrument (part number: 470318-10, lot number: n10201117-0038) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk1169. The instrument was used for 12 minutes. The instrument had 7 uses remaining out of 10 maximum tool uses. This complaint is reportable due to the following: the small grasping retractor instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. It was reported that during a da vinci-assisted small bowel resection surgical procedure, the small grasping retractor instrument was found to have a broken cable. No fragment fell into the patient. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and no damages were noted. The or staff used a backup instrument. The small grasping retractor instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed/replicated the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the small grasping retractor instrument was noted to have a broken cable. No fragment fell into the patient. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and no damage was noted. The or staff used a backup instrument to complete the case.